Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/17/2021. H.6. Investigation: sample and photos received for investigation. Upon visual inspection, foreign matter in the barrel of the syringe is observed. Foreign matter found is a non removable embedded particle in the barrel of the device. A device history review was performed for reported lot 2104024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the molding process. A foreign matter particle exposed to the temperatures that polypropylene reaches during molding process may burn, leading to the brown burnt particle noticed by customer in the 50ll syringe.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: one of the syringes has contamination on the inside of the syringe.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: one of the syringes has contamination on the inside of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.